Event description:
It was reported that customer experienced issues with pump charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, no additional troubleshooting or corrective actions were documented, and no further information was received regarding the outcome of the event.